Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that 31 research implant from 2011 fractured implant shoulder.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region. The implant was damaged likely from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.